Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and a flail leaflet for a mitraclip procedure. During the procedure, an air embolism was observed in the left atrium and left ventricle following advancement of the clip. The pressure bag connected to the clip delivery system (cds) was noted to be empty, which led to air ingress. Air subsequently entered the right coronary artery. Immediate electrocardiographic (ECG) changes were observed, with failure of right ventricular contraction, symptoms of myocardial infraction and a sharp decrease in respiratory rate (rr) and heart rate (hr). Catecholamine therapy was administered. Air was aspirated from the coronary artery using a catheter. Following removal of the air, right ventricular function recovered. The cds and steerable guide catheter (sgc) system were removed from the anatomy, and a replacement system was utilized to complete the procedure. Post-procedure, the mr was reduced to grade <1. Clinically significant delay was reported.